Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction code did not recur after the reset, so the customer may continue using the pump, and they were instructed to call back if the malfunction code recurs.